Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap that a elan 4 electro control unit (part # ga800) was to be used during a laminectomy procedure performed on (B)(6) 2021. According to the complainant, the device did not work correctly. Reportedly, when the control unit was plugged in, it began its normal startup procedure. However, when the hand-control cord was plugged into the unit, the display flashed red, then black, and returned to the startup procedure. The unit was reset, but the error recurred. Additionally, due to the rural location of the facility, another control unit was not immediately available, which resulted in the cancellation of the case. The complaint device was returned to the manufacturer for evaluation. Additional information has been requested, but has not yet been received. The malfunction is filed under aag reference (B)(4).